Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports: dual-lumen agba PICC was placed in a chronic tpn patient on (B)(6) 2018. One of the lumens fractured with use of the slide clamp on (B)(6) 2019. The PICC was removed and replaced with another agba PICC on (B)(6) 2019 and no reported issues for this current PICC.

Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC for evaluation. The returned catheter was trimmed and contained signs of use as well as an orange residue. The distal extension line was returned without a side clamp. Visual examination of the catheter did not reveal any defects or anomalies. The returned catheter body was trimmed to 435 mm. The catheter was leak tested by pressurizing each extension line. Each lumen was pressurized with water to 300 kpa for 30 seconds. The distal end of the assembly was occluded during testing to restrict flow. No leaks or air bubbles were observed in any area of the assembly. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user , "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The reported complaint of a cracked extension line could not be confirmed by complaint investigation. The returned catheter passed visual inspection and no leaks were found during functional leak testing. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for results of this complaint issue.

Event description:
The customer reports: dual-lumen agba PICC was placed in a chronic tpn patient on (B)(6) 2018. One of the lumens fractured with use of the slide clamp on (B)(6) 2019. The PICC was removed and replaced with another agba PICC on (B)(6) 2019 and no reported issues for this current PICC.